Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an unknown sheath was inserted from the groin. A non-cordis ivc filter was placed in the neck to capture thrombus. A .018 300cm non-cordis guidewire crossed the lesion. The 8mm 4cm saber percutaneous transluminal angioplasty (pta) balloon was delivered to the lesion without any resistance; however, the balloon ruptured at nominal pressure. The rupture occurred while inflating in the second area. The dr. Noted that the cause may have been due to the interference with the metal fixture. It was noted that the balloon may have been ruptured due to interference from the screw. There were no problems with inflation and deflation at the first location. When the balloon was being removed from the second area, the balloon part had ruptured. The dr. Noted there was no resistance during removal. To retrieve the remaining balloon, a 3mmx40 non-cordis balloon catheter was inflated with a parallel wire. The doctor tried to pull it back into the sheath but could not. A snare catheter was inserted into the neck and pulled through, and then an attempt was made to remove it from the neck. The snare got caught on the non-cordis ivc filter and could not be retrieved. Finally, the guidewire was pulled out after covering the sheath in the groin area, but the balloon portion could not be identified. Two balloon marker-like parts were recovered, and the procedure was completed. It is believed that the balloon remains near the groin, near the filter, and upstream of the ivc. The flow of the affected area has not been sufficiently confirmed, the patient is being monitored with an ivc filter in place. Approximately 1 week post filter placement, the filter was removed without any balloon fragments. It was believed that the screw may have caused the chronic total occlusion (cto> the device will be returned for evaluation.

Event description:
As reported, an unknown sheath was inserted from the groin. A non-cordis ivc filter was placed in the neck to capture thrombus. A .018 300cm non-cordis guidewire crossed the lesion. The 8mm 4cm saber percutaneous transluminal angioplasty (pta) balloon was delivered to the lesion without any resistance; however, the balloon ruptured at nominal pressure. The rupture occurred while inflating in the second area. The dr. Noted that the cause may have been due to the interference with the metal fixture. It was noted that the balloon may have been ruptured due to interference from the screw. There were no problems with inflation and deflation at the first location. When the balloon was being removed from the second area, the balloon part had ruptured. The dr. Noted there was no resistance during removal. To retrieve the remaining balloon, a 3mmx40 non-cordis balloon catheter was inflated with a parallel wire. The doctor tried to pull it back into the sheath but could not. A snare catheter was inserted into the neck and pulled through, and then an attempt was made to remove it from the neck. The snare got caught on the non-cordis ivc filter and could not be retrieved. Finally, the guidewire was pulled out after covering the sheath in the groin area, but the balloon portion could not be identified. Two balloon marker-like parts were recovered, and the procedure was completed. It is believed that the balloon remains near the groin, near the filter, and upstream of the ivc. The flow of the affected area has not been sufficiently confirmed, the patient is being monitored with an ivc filter in place. Approximately 1 week post filter placement, the filter was removed without any balloon fragments. It was believed that the screw may have caused the chronic total occlusion (cto). The product was stored properly according to the instructions for use (IFU). There was no difficulty in removing the product from the hoop, removing the protective balloon cover, or removing the stylet and other sterile packaging components. The intended procedure was common iliac vein with vasodilation. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. The catheter was never in an acute bend, and the balloon catheter did not kink during use. The device will be returned for evaluation.

Manufacturer narrative:
As reported, an unknown sheath was inserted from the groin. A non-cordis ivc filter was placed in the neck to capture thrombus. A .018 300cm non-cordis guidewire crossed the lesion. The 8mm 4cm saber percutaneous transluminal angioplasty (pta) balloon was delivered to the lesion without any resistance; however, the balloon ruptured at nominal pressure. The rupture occurred while inflating in the second area. The dr. Noted that the cause may have been due to the interference with the metal fixture. It was noted that the balloon may have been ruptured due to interference from the screw. There were no problems with inflation and deflation at the first location. When the balloon was being removed from the second area, the balloon part had ruptured. The dr. Noted there was no resistance during removal. To retrieve the remaining balloon, a 3mmx40 non-cordis balloon catheter was inflated with a parallel wire. The doctor tried to pull it back into the sheath but could not. A snare catheter was inserted into the neck and pulled through, and then an attempt was made to remove it from the neck. The snare got caught on the non-cordis ivc filter and could not be retrieved. Finally, the guidewire was pulled out after covering the sheath in the groin area, but the balloon portion could not be identified. Two balloon marker-like parts were recovered, and the procedure was completed. It is believed that the balloon remains near the groin, near the filter, and upstream of the ivc. The flow of the affected area has not been sufficiently confirmed, the patient is being monitored with an ivc filter in place. Approximately 1 week post filter placement, the filter was removed without any balloon fragments. It was believed that the screw may have caused the chronic total occlusion (cto). The product was stored properly according to the instructions for use (IFU). There was no difficulty in removing the product from the hoop, removing the protective balloon cover, or removing the stylet and other sterile packaging components. The intended procedure was common iliac vein with vasodilation. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. The catheter was never in an acute bend, and the balloon catheter did not kink during use. Two images were sent for review, the apparent balloon is noted to be burst. A metal fragment is observed in the other photo. No other anomalies nor outstanding details could be observed on the images provided. The device was returned for evaluation. One non-sterile saber 8mm4cm 155 was received inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. Upon visual inspection, the saber unit was received along with an unidentified guidewire and catheter. The unidentified catheter exhibited an unraveled and stretched condition at its distal end. The saber unit¿s balloon was found burst, with its distal end separated and not returned for analysis. A remaining metal fiber, likely originating from the unraveled catheter, was coiled around the remaining balloon. No additional anomalies were observed on the saber device components following a thorough naked-eye inspection. A functional analysis could not be performed on the saber unit due to the balloon being received in a burst and separated condition. Due to the damaged condition of the balloon, a scanning electron microscopy (sem) analysis was conducted. The sem analysis of the failed balloon identified two key characteristics associated with the burst failure mode. The rupture site exhibited micro-elongations directed outward along the damage contour, accompanied by striations at the separation interface, indicating material deformation under stress prior to failure. Additionally, mechanical damage, including micro-scratches and dents, was observed near the inflatable section of the balloon. The absence of other anomalies in the analyzed regions suggests that the failure was consistent with a high-stress rupture, potentially exacerbated by localized mechanical interaction with an external surface. The findings indicate that material integrity may have been compromised due to external mechanical factors, which could have contributed to a stress concentration and subsequent failure. The reported ¿marker band dislodged¿ could not be confirmed as the distal end of the balloon where the marker bands are located was separated from the unit and not returned for evaluation. Although an image was sent for review, it cannot be confirmed those were in fact the markerbands without their return for analysis. The reported ¿balloon burst at/below rbp¿ and ¿balloon separated¿ were confirmed as the device was received with the distal portion missing from the balloon and not returned for analysis. The exact causes of the reported events cannot be determined. Upon visual inspection, it was noted that a remaining metal fiber, likely from the unidentified unraveled catheter, was found coiled around the remaining portion of the balloon returned for analysis. Sem revealed micro-elongations directed outward along the damaged contour along with striations at the separation interface. This indicates the material deformation occurred due to high stressors prior to the rupture. Additionally, mechanical damage such as micro-scratches and dents, were observed near the inflatable section of the balloon. Damage to balloon material appears to have occurred due to a high stress event placed on the balloon material. The event description notes the balloon was inflated adjacent to a metal screw, based on the product analysis this appears to have been a contributing factor. Additionally, the unidentified unraveled catheter had fibers wrapped around the remaining balloon portion which may have added additional stressors to the balloon material. Based on the information available for review, procedural factors and use with concomitant devices likely contributed to the events reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ according to the safety information of the instructions for use ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ the information available and device analysis do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.